Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Atrial tachycardia episodes recorded that appear to have normal heart rate. Suspect programming related issues. (B)(4).

Event description:
It was reported that there was a sensing issue with the implantable cardiac monitor (icm). Normal heart rate was marked as atrial tacycardia (at). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.